Event description:
User reports that the setscrew was stripped during placement. User attached the reduction handle and turned the lower handle, and noted an abnormal noise. The setscrew was damaged. Another setscrew was used to complete the surgery. The surgery time was extended by 30 minutes. There was no adverse event as a result of this problem. Due to the extension of surgery time an MDR is filed to document this event.

Manufacturer narrative:
Nothing was returned for evaluation and no definitive conclusions can be made at this time. The event as reported appears to be that the setscrew stripped in use. This may have been due to cross threading or during reduction as the rod. The potential exists for setscrew cross-threading and/or stripping in the expedium spine system due to improper alignment of the setscrew and/or medial/lateral forces being applied during final tightening.